Event description:
Lead management case to extract two ICD leads due to positive blood cultures for gram positive bacteremia. Both leads were prepped with lld-ezs. They began the extraction using a 14fr glidelight on the 6947 rv lead; the 14fr glidelight advanced to the proximal 3rd of the svc coil but was unable to advance further (including through manual use of the visisheath) so the physician withdrew the catheter. With the same 14fr glidelight and visisheath an attempt was made to extract the 5076 ra lead. The catheter was advanced to the same location within the svc with the same results. The physician then decided to upsize to a 16fr glidelight and a large visisheath and was able to successfully remove the rv lead without complication. The physician then began to extract the ra lead. Progress was successful until the catheter was 3-5mm from the tip of the lead. At this point traction was obtained and the laser was advanced slowly, progress was made for approximately 1mm before the blood pressure dropped. A large pericardial effusion was discovered and a sternotomy was performed where a tear extending from the right atrial appendage into the svc. The atrial lead was removed via sternotomy and the injury was repaired. The patient survived intervention.

Manufacturer narrative:
The coupler of the device had been cut off and was not returned with the catheter portion, therefore a complete evaluation of the device was not possible due to the inablity to calibrate and test with the laser. The device was evaluated for patency along with a visual inspection which noted no obstructions and no fiber and/or tip damage. No issue was found.